Event description:
It was reported that the introducer sheath was allegedly broken when removed from the packaging. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged damaged sheath as no objective evidence has been provided to confirm any alleged deficiency with the sheath. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged during shipping and damaged while handling; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review:a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that the tunneler sheath was allegedly broken when removed from the packaging. There was no reported patient contact.